Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed circulation pump. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that arctic sun device would not fill and only took water in halfway up the fill tube. Barely any suction at left port. Failed circulation pump. They requested a quote for 2000 hour service. Per sample evaluation results on 14feb2024, it was reported that the tank seals were replaced due to lifting from the tank.

Event description:
It was reported that arctic sun device would not fill and only took water in halfway up the fill tube. Barely any suction at left port. Failed circulation pump. They requested a quote for 2000 hour service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.